Event description:
It was reported that the patient notifier delivered an alert for low ventricular lead impedance. The left ventricular lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.